Manufacturer narrative:
According to the information received, this case seems to be linked to a type I hypersensitivity. Localized allergic reactions that may manifest as inflammation within minutes to hours are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of rha 3 products.

Event description:
This case occured outside the USA, in france. On (B)(6)2024, the spanish subsidiary notified teoxane (B)(6) of an adverse event. A patient was injected on (B)(6)2024 with a total of 0,7ml of rha 3 in the lips (0,5ml in the upper lip and 0,2ml in the lower lip) using retrograde injection technique and the needle provided in the box (tsk 27g/13mm). The day before the injection (on (B)(6)2024), the patient had a dental extraction. According to the information received, the patient experienced a moderate inflammation on the upper lip after the injection (on (B)(6)2024) reported as "similar to an allergic reaction" and visited the emergency room. She received an intravenous antihistamine (polaramine) and left with a prescription of oral antihistamine (polaramine 2mg, 3 times per day for 3 days). Considering the severity of the symptoms assessed on the pictures received, this case was considered reportable. On (B)(6)2024, the local medical expert was put in contact with the injector who explained that symptoms improved with antihistamine treatment. On (B)(6)2024, we received the information that the symptoms improved favorably.